Event description:
Event description cpi received information that during a replacement procedure of an implantable cardioverter defibrillator (ICD) this endotak transvenous defibrillation lead was removed from service because of 'lead fracture'. The lead was replaced with a new endotak lead. Implanted-02/23/95. Removed from service-08/02/96. Implant months-17.3.